Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms along with loss of capture (loc). Subsequently, reprogramming was performed. There were concerns if there was a lead rupture due to sudden increase in impedance measurements. Upon review of the x-ray imaging, it was assumed that the lead was partially fractured due to subclavian crush. The device was reprogrammed, and the plan was to have lead revision in future. This lv lead currently remains in service. No adverse patient effects were reported.